Event description:
It was reported that a spectrum infusion pump had constant air in line alarms when no air was present. This was observed during testing in the biomed service department. A new set was used to test the sensor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received for evaluation. During functional testing, the reported issue was reproduced. A review of the event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration upstream sensor. The upstream sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.